Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was not observed during initial testing. The device was put through extensive testing including bench handling, full functional testing, defib shock and analysis testing without duplicating the report. An internal inspection of the device found no discrepancies. The defib connector and multifunction cable were replaced as precaution. The device was recertified and returned to the customer. The customer was contacted for return of device logs/ data files for review; the files were not returned. Analysis of reports of this type has not identified an increase in trend.